Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experience hemolysis with ldh at 504 u/l on (B)(4)2017. The patient¿s baseline lactate dehydrogenase (ldh) was upper 200''s u/l. The patient was started on heparin. No additional information was provided.